Manufacturer narrative:
(B)(4), report 2 of 2. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that two 14 mm locking 3.5 mm screws broke during placement of a straight fibula plate, with the screw shafts remaining in the patient but the screw heads were discarded by the hospital. No further information has been provided.